Manufacturer narrative:
Additional product codes: ktt and hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for olecranon comminuted fracture with the locking screw. During the surgery, the surgeon reinserted the locking screw three times to change the position of the plate. However, the surgeon did not tighten the locking screw to the end at that time. When the locking screw was finally inserted, it was confirmed by x-ray that the locking screw was protruding on the joint surface. The surgeon tried to remove the locking screw with the screwdriver shaft star drive t8, but the head of the locking screw was broken. The removal was successfully completed because the locking screw head was made exposed by the extraction drill. Finally, x-ray was performed to confirm that there was no residue in the body. The surgery was completed successfully with a less than thirty (30) minute delay. The patient status was reported as stable. This report is for a locking screw. This is report 1 of 1 for (B)(4).